Manufacturer narrative:
The complaint devices were discarded and are not available for analysis. Without the device return, it is not possible to reach a definitive root cause for the lead migration. The evoke scs system surgical guide lists lead migration from the location chosen at initial implantation, resulting in stimulation changes and requiring surgery (including revision, explant, and replacement) as a result, as a potential risk associated with the implantation and use of a spinal cord stimulation system. The manufacturing records were reviewed. The product met all requirements for release with no anomalies identified.

Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system was evaluated for a change in stimulation. An x-ray was obtained which confirmed that one (1) of the implanted leads had migrated. A revision was performed, and both leads replaced. Non-saluda anchors were reported to be used to secure the replacement leads.